Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic for a routine device check. Upon interrogation, the patient became asystolic and the pulse generator exhibited no output. An external pacemaker was placed and the patient was rushed to surgery. The device was explanted and replaced. The procedure was completed without any adverse consequences to the patient.